Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the other day, about a week ago, the patient felt a surge, and it did not hurt, but a few minutes later, it got stronger and stronger, and then that one hurt. The patient turned the device off. When they went to turn it off, they were seeing you call your doctor, por. The patient called the doctor's office, and they told her to call medtronic. On the call, I instructed the patient to use the controller. The patient got a por (power on reset) message. The patient confirmed they did not have any falls/trauma. The patient mentioned they had an echocardiogram recently. Reviewed with the caller that during a por, there is no output from the device. The patient was redirected to their healthcare provider to further address the issue. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por was not determined. They were still waiting to see their doctor as there were no appointments available yet. The issue had not been resolved.